Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell. The nurse suspected experienced bradycardia and noted that the implantable pulse generator (ipg) has been pacing below the lower programmed rate. The nurse also suspected that the ipg was not functioning as programmed. The ipg remains in use. No further patient complications have been reported as a result of this event.